Event description:
It was reported that a patient presented to the emergency room reporting discomfort and signal artifact was noted on the patient's right ventricular lead. The lead was capped and replaced on 13 dec 2023. The patient was stable throughout.